Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that his blood glucose reading was not stored in the memory of the contour next one meter. During the call, a blood test was performed and the reading was properly stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned a different serial # of contour next one meter than the one in question. The returned contour next one meter (serial # (B)(4)) was tested with the in-house contour next test strips from lot # 8jpef05a, which gave satisfactory performance. All readings were properly stored in the meter memory. Additionally, the device history record was reviewed for the suspected contour next one meter (serial # (B)(4)), which showed no manufacturing anomalies.